Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced two infusion sets bent cannula events due to the site being hit while removing clothing, which impacted the insertion area, on (B)(6) 2025. The event occurred three hours after insertion at the abdomen site. The patient's blood glucose level was high and was treated with a correction bolus via pump. No further information available.